Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient thinks the device is off because the patient programmer wasn't showing ins on. The patient programmer doesn't show the check mark or on and ok like the patient programmer was showing on the other side. The patient's left ins was not working. It is believed the stimulation was off and they had a return of symptoms. Troubleshooting was performed. They were able to see the on and ok on both sides. They successfully turned icons on. The patient was having tremors and symptoms from dyskinesia on the right side. The symptoms returning might be a progression of the disease. No further complications were reported as a result of this event.